Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unable to locate it.') In an adult female patient who had essure (batch no. 810881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2009: renal ultrasound right kidney measures 9 cm in length and left kidney 105 cm. Renal parenchyrna is of normal echogenicity. No masses of calcifications are seen there is no hydronephrosis. Impression: negative study. (B)(6) 2017: chest: the heart and mediastinum show nothing unusual. The lungs are clear without evidence of active disease. No significant change appreciated from prior study of (B)(6) 2011. Previously administered products included for an unreported indication: depo provera and contraceptives. Concurrent conditions included blood pressure high, asthma, arthralgia, chest pain, vaginal discharge, vaginitis bacterial, gastroesophageal reflux disease, rhinitis, sneezing, elevated bp, influenza, anemia, vulvovaginitis, vaginal itching and vaginal burning sensation. Concomitant products included bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), clindamycin, metronidazole (flagyl 250), metronidazole (metrogel), montelukast sodium (singulair) since 2017, secnidazole (solosec), triamcinolone acetonide (nasacort) since 2017 and valsartan since 2014. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced bacterial infection ("infection (other) describe: bacterial infection"). In 2013, the patient experienced device dislocation (seriousness criterion medically significant) and alopecia ("hair loss"). In 2014, the patient experienced pelvic pain ("pelvic pain female / chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pain in extremity ("leg pain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding"). In 2016, the patient experienced nausea ("nausea"). In 2017, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In april 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), complication of device insertion ("unable to insert essure into right tube") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, metrorrhagia, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, bacterial infection, nausea, fatigue, weight increased, alopecia, pain in extremity, complication of device insertion and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial infection, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nausea, pain in extremity, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: (B)(6) 2011 left essure, (B)(6) 2011 right essure left ostia with eight coils noted. Right ostia visualized and essure inserted without complication with eight coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Patient demographics were added. Events dysmenorrhea (cramping), abdominal pain, metorhagia (bleeding b/w periods), psych injury, vaginal infection, vaginal discharge added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unable to locate it.') In an adult female patient who had essure (batch no. 810881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unable to insert essure into right tube". Medical conditions: (B)(6) 2009: renal ultrasound right kidney measures 9 cm in length and left kidney 105 cm. Renal parenchyrna is of normal echogenicity. No masses of calcifications are seen there is no hydronephrosis. Impression: negative study. (B)(6) 2017: chest: the heart and mediastinum show nothing unusual. The lungs are clear without evidence of active disease. No significant change appreciated from prior study of (B)(6) 2011. Previously administered products included for an unreported indication: depo provera and contraceptives. Concurrent conditions included blood pressure high, asthma, arthralgia, chest pain, vaginal discharge, vaginitis bacterial, gastroesophageal reflux disease, rhinitis, sneezing, elevated bp, influenza, anemia, vulvovaginitis, vaginal itching and vaginal burning sensation. Concomitant products included bifidobacterium bifidum; bifidobacterium lactis; lactobacillus acidophilus; lactobacillus brevis; lactobacillus bulgaricus; lactobacillus casei; lactobacillus paracasei; lactobacillus plantarum; lactobacillus rhamnosus; lactobacillus salivarius (probiotic 10), clindamycin, metronidazole (flagyl 250), metronidazole (metrogel), montelukast sodium (singulair) since 2017, secnidazole (solosec), triamcinolone acetonide (nasacort) since 2017 and valsartan since 2014. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced bacterial infection ("infection (other) describe: bacterial infection"). In 2013, the patient experienced device dislocation (seriousness criterion medically significant) and alopecia ("hair loss"). In 2014, the patient experienced pelvic pain ("pelvic pain female"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pain in extremity ("leg pain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced nausea ("nausea"). In 2017, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, bacterial infection, nausea, dyspareunia, fatigue, weight increased, alopecia and pain in extremity outcome was unknown. The reporter considered alopecia, bacterial infection, device dislocation, dyspareunia, fatigue, menorrhagia, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2011 left essure, (B)(6) 2011 right essure left ostia with eight coils noted. Right ostia visualized and essure inserted without complication with eight coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lot number added event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), infection (other) describe: bacterial infection, migration of essure device location of device: unable to locate it. Nausea, dyspareunia (painful sexual intercourse), fatigue, dyspareunia (painful sexual intercourse), pelvic pain, leg pain were added. New reporters, plaintiffs information added. Concomitant conditions, drugs added. Historical drug and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.